Event description:
It was reported that during a thoracoscopy procedure, on the second load, the handle broke during firing. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Wedge bent. The analysis results found that the device was received in good visual condition and with a cartridge loaded. The cartridge was received partially fired as the right side was 1/4 fired and the left side was 1/8 fired. In addition the right wedge was noted to be advance. No functional test was performed, due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left wedge band was noted to be bent. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.